Event description:
On (B)(6) 2013, a (B)(6) male pt went in for aaa repair. The pt does not have a tortuous nor calcified anatomy. The physician placed a flex main body and two iliac leg grafts. One of the iliac leg grafts (zenith flex with spiral-z technology aaa endovascular graft iliac leg) developed an endoleak -either a type 3 or 4. A coda balloon was used multiple times on the overlap but the leak persisted. The area was then lined with another zenith flex leg with spiral-z technology graft and the endoleak was resolved. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device code is labeled in the IFU. Event evaluation: still under investigation.